Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of e315 scope not detected error code was confirmed. Evaluation found corrosion on endoscope connector and an error e315 was observed. Additionally , evaluation found the adhesive on the bending section cover found detached , control unit and scope cover has corrosion due to water leakage. The circuit board unit in s-connector has corrosion due to water leakage. A root cause could not be identified. Based on the results of the investigation and previous investigations and reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope could not be detected and an e315 non-compatible endoscope error code was received. The issue occurred during preparation for use. There were no reports of patient involvement.